Manufacturer narrative:
Please disregard this report number, as this report was inadvertently filed as a malfunction; based on the reported product ID, cardinal health is not considered to be the manufacturer subject to the reporting requirements of the MDR regulation and therefore an MDR should not have been generated.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the patient had a progressive contraction of diuresis, pharmacologically stimulated to avoid fluid overload. The patient was in an intensive therapy department but awake and able to communicate this pain feeling. After noticing the reappearance of diuresis, despite pharmacological stimulation, the customer suspected that it was the urinometer preventing the emission of urine. The appearance of bladder was globus and pain was felt by the patient. As soon as the bladder catheter was disconnected from the closed circuit, diuresis resumed with 550 ml of residue and the same amount emitted in the following hour. No further treatment was required. There was no harm to the patient.